Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The event was further reported as "the pink coil cap came off from the housing and started to leak from near the stress member". The event occurred during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h3, h4, f10/h6: medical device problem codes (add a0412), f10/h6: component codes (add g04110), h6 and h10. B5: it was further reported the bladder was stable while 20ml of saline was filled followed by 40ml of fluorouracil. The bladder ruptured when the pharmacist was about to add another 40ml of fluorouracil. The drug was filled manually with a syringe. H4: the lot was manufactured from december 1, 2020 - december 2, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The coil cap was also observed to have been separated from the device housing. When the bladder ruptures, fluid from the ruptured bladder would enter inside the housing. Sine the coil cap was reportedly separated from the housing after the bladder ruptured, fluid must have leaked out at the upper area of the housing as the coil cap was no longer attached to the upper area of the housing. No evidence of a malformed housing was observed. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported rupture was verified. The cause of the rupture could not be determined; however the most probable cause is related to inherent variation in the material during manufacturing. The reported disconnected coil cap was verified. The cause of the disconnected coil cap could not be determined; however, the probable cause may potentially be related to manufacturing. The coil cap holds the stress member assembly to the housing of the device. The coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device; this would not likely to lead to patient harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.